Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A data log could not be retrieved because the receiver would not power on. The receiver case was opened for further evaluation. An interior inspection found a dead battery. The dead battery was replaced with a known good battery. It was observed that the u5 component was rapidly overheating after replacing the battery for testing. The reported event of an overheating receiver was confirmed. The root cause was determined to be a defective u5 component on the main pcba.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.